Event description:
Dealer states "the legs are stuck in the up position." (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model t94he. The owner's manual part number 1110546 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the legrests are stuck in the up position.